Event description:
The customer reported a retic stain leak in the coulter lh 750 hematology analyzer (not contained, not certain of the volume.) There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The field service engineer (fse) found a small hole in the tubing at pinch valve pv48. The fse replaced the tubing and verified instrument operation. (B)(4).